Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due stress urinary incontinence and pelvic organ prolapsed and meshes were implanted. It was reported that following insertion the patient experienced pain, extrusion, infection, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision in (B)(6) 2011 and in (B)(6) 2012 for pain and infection. During the mesh revision in 2011, the mesh was trimmed due to extrusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2010, due to erosion, vaginal pain and stitch. It was reported that the patient underwent a diagnostic laparoscopy, and lysis of adhesions on (B)(6) 2011, due to pelvic pain and adhesions. It was reported that the patient underwent a cystoscopy on (B)(6) 2014, due to chronic interstitial cystitis, and urinary stream abnormality. No additional information was provided.